Event description:
It was reported that during a pt event, the platform stopped after 2 compressions. The spare battery was inserted into the autopulse, but it stopped after 5 minutes of compressions. Customer used a third battery, but the platform did not move at all. The batteries were charged when inspected in the morning of the event. Customer stated that they perform daily battery rotations and checks. Manual CPR was initiated. No info concerning outcome of the pt was provided.

Manufacturer narrative:
Zoll medical corporation has received the nimh battery associated with this report: however, the device is still under investigation. A supplemental report will be submitted once the investigation is complete.